Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 force sensor.successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error fatal alarm confirmed in the history files on (B)(6) 2021 at the hour of 15:02:00 due to moisture damage on the force sensor. Force sensor zero offset within specification (22.2mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.